Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of 475 mg/dl. The customer suspected that there was an issue with the pump; however, specific cause was not provided. Reportedly, the customer reverted to an alternate pump for insulin therapy. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.